Manufacturer narrative:
On 02/12/2019, mentor received additional information about the event. The patient reported that her right breast prosthesis had deflated. In addition, she developed capsular contracture (baker grade unknown) in her right breast. Material rupture device code has been added. Capsular contracture patient code has been added as well. On 02/18/2019, mentor completed the investigation on the suspect medical device. Upon receipt to mentor, the device contained no fluid. Brown material was observed within the device. No foreign material was observed on shell surface. During initial evaluation, a crease line was observed on the anterior aspect extending to the posterior aspect. Leak testing was performed in accordance with mentor procedures and a rent was detected within the crease line on the posterior aspect, measuring approximately 0.4 cm. No other anomalies discovered. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease line occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. A complaint of capsular contracture was also reported. Mentor product analysis lab concluded the capsular contracture was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent a breast augmentation revision procedure with mentor smooth round moderate plus profile 550cc saline breast prostheses on (B)(6) 2017 visually noticed a drastic change in size in both of her breasts on (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 01/23/2019, the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device was explanted on around (B)(6) 2019. On 01/28/2019, a manufacturing record evaluation (mre) was performed and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).